Manufacturer narrative:
Investigation: visual investigation: we made a visual inspection of the product. The analysis of the damage pattern showed a shear fracture due to overload. No pores, inclusions or foreign bodies could be found at the damage site. In addition, the damaged distal end of the fiber is an indicator of improper use during application, most likely caused by movement during instrument positioning. Batch history review:due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: due to the damage pattern the shearing of the fibre was most likely caused by a tilt of the fibre during the positioning of the instrument. By pulling the whole instrument back during positioning, the tip of the fiber can lift out of the tube. During the following forward movement the tip can be sheared off by force on the tube. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.

Event description:
Update: patient harm was updated to "yes" from "unknown" due to fragment remaining in situ.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fv004r - tunneling instrument 600mm. According to the complaint description, the tip broke off during surgery. The tip of the fv004r tunneling instrument broke off inside the patient during the procedure and could not be located during the procedure or via xray. The clinician was using the tunneling instrument during a vp shunt. The clinician experienced some resistance at (approximately) the level of the patient's left clavicle, pulled back on the tunneling instrument (as usual) and then attempted to advance the instrument again. The clinician experienced event more resistance and, upon checking the tip of the instrument, found that the tip had broken off inside the patient. The clinician attempted to locate the tip by feel and x-ray assistance but could not locate it at the time of surgery. According to current information the tip of the device remained in situ. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).